Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information. The implant remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code listed, is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.

Event description:
It was reported that the procedure was to treat a lesion in the mid to proximal left anterior descending artery (lad). Pre-dilatation was performed, reducing the stenosis to less than 40%. The 3.5 x 28 mm implant was deployed at 14 atmospheres and was confirmed to be fully apposed to the vessel wall. The procedure went well; however, while removing the delivery system balloon, a dissection occurred in the proximal lad. A xience v stent was deployed used to cover up the dissection. The patient is doing well. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Cine review of the procedure by an abbott vascular clinical specialist, noted that the dissection appeared to have occurred during post-dilatation of the implant. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The reported patient effect of dissection, as listed in the instructions for use, is a known patient effect that may be associated with the use of a coronary implant in native coronary arteries.